Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure ¿ f, 255lbs, 46.72. Name of index surgical procedure? Sling operation for stress incontinence the diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes, cystoscopy. Other relevant patient history/concomitant medications? No. Please describe the drug therapy provided for urinary frequency including medication name and results. Oxybutynin - ongoing. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Overactive bladder, urge urinary incontinence. What is the patient's current status? - ongoing. Product code and lot number? 3942544/tvtrl. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted for stress incontinence. On (B)(6) 2023, mild urgency incontinence and mild urinary urgency were noted. No drug therapy was provided. On (B)(6) 2023, moderate urinary frequency and mild voiding dysfunction were noted. Oxybutynin was given and ongoing for the urinary frequency. These events were reported as possibly related to the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.